Manufacturer narrative:
(B)(4). A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. One sample device was returned. The original packaging was not returned with the device. Feeding was simulated using water through the jejunal feed port. Water exited the gastric skives. The skives were examined under magnification. The inner septum which separated the jejunal and gastric lumens had a "j" shape tear which allowed cross lumen communication. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
This is the first of two reports for the same patient involving two separate products. Refer to report 9611594-2016-00007 for the second report. A report was received from (B)(6) stating the low-profile transgastric-jejunal feeding tube split just below the balloon approximately, at 1-2cm in length. The user facility reported that both tubes blocked on the first feeding attempt and then the tube split while the health care professional attempted to clear the enteral feeding tube. The devices were replaced using a new radiological placement procedure. The patient has been using the enteral feeding tube for at least 6 years. There was no reported change in patient's activity. The enteral feeding balloons volume was checked per hospital protocol. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The device history record for the lot number, aa5131n14, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).